Event description:
Describe event or problem: suspected deflation.

Event description:
Spontaneous deflation of right implant with encapsulation; lateral displacement of left saline breast. Bilateral replacement with another brand. Initial use of device unknown.